Event description:
Two control tests were run on the contour next ez. The meter did not automatically mark them as control tests, which will be displayed as blood results when accessing the meter's memory. No adverse event was alleged. The customer returned the test strips for evaluation. New meter, strips and control were sent to the customer.